Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft fractured. The target lesion was located in the left anterior descending artery. While advancing the 2.25x16mm promus premier stent delivery system through the guide catheter the shaft fractured. The device was able to be removed. The procedure was completed with a 2.5x16mm promus premier stent and the same guide catheter. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no defects on the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. An examination found that there were various hypotube kinks along the length of the unit. The hypotube was broken approximately 894mm distal from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the shaft fractured. The target lesion was located in the left anterior descending artery. While advancing the 2.25x16mm promus premier stent delivery system through the guide catheter the shaft fractured. The device was able to be removed. The procedure was completed with a 2.5x16mm promus premier stent and the same guide catheter. No patient complications were reported and the patient's status was fine.